Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 10. On (B)(6) 2014, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding and abscess. No further patient complications were reported.